Event description:
Customer reports to have a button error alarm possibly due to moisture from sweat. Customer states she was not able to hear alarm due to mowing lawn and as a result, has high blood glucose of 467 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.